Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "when plugging device into mains for preparation for use checks-the green mains icon did not light" was confirmed during product evaluation. The assignable cause was a faulty power supply printed circuit board. The printed circuit board was replaced to correct the reported condition. The user interface module software version is 7.01.00. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative reported a colleague infusion pump that "when plugging device into mains for preparation for use checks, the green mains icon did not light". It is unknown when this condition occurred. This condition has the potential to cause an interruption of delivery. There was no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.